Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device memory found a battery depletion code occurred due to 324 magnet applications occurring over two days. Additionally, the device counters noted no delivered shocks, untreated, or treated episodes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Due to the magnet exposure the history of the device during the reported shocks could not be reviewed. Laboratory analysis was unable to reproduce the reported observations. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks. It was noted the patient experienced syncope with the first shock. The second shock appeared to be inappropriately delivered as the patient was in normal sinus rhythm at the time. A magnet was applied to the device after the second shock and remained on the device for more than 24 hours. On initial application tones were emitted from the device. After removing the magnet the device could not be interrogated with a programmer. A magnet was applied again to reset the device however no tones were emitted and the device was still unable to be interrogated. Data was sent for analysis and difficulty with radio frequency communication was unable to be confirmed. This device was explanted and replaced with a dual chamber transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.